Event description:
Dermabond topical skin adhesive was used to close a laceration on the hand of a child. Twenty four hours later, the child was brought back to the facility because the dermabond had peeled off causing the wound to dehisce and become infected. The wound was closed with steri strips. Patient is currently doing well. This report will account for the infection portion of the complaint.

Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. Product lot retains were tested for set time and set temperature and tested within release specifications. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.